Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to instability. The 36mm neutral liner as well as competitor head and stem were revised to a +4 offset high walled liner and competitor stem and head. Surgeon reported the shell looked good and was not revised.